Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flow rate was low and bubbles were present on the arctic sun device. Therapy was completed on the same device. The device would be evaluated at the imi facility on 24apr2021. As per the follow up information received on 05jul2022, there was an air bubble in the pad.

Event description:
It was reported that the flow rate was low and bubbles were present on the arctic sun device. Therapy was completed on the same device. The device would be evaluated at the imi facility on 24apr2021. Per follow up information received on 05jul2022, there was an air bubble in the pad.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for diagnostic or treatment. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿scissors cut into water pathway causing air leak, trim error¿. The device was not returned for evaluation. The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The pads may be removed and reapplied if necessary. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." Corrections: d,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.